Event description:
It was reported that the pt ((B)(6)) feels overstimulation which coincides with his daily battery check. In an effort to resolve this matter, reprogramming was undertaken to reduce the battery check time for the pt's ipg from 3 seconds to 0.5 seconds. The issue was reportedly resolved for nine months but has since returned. Additional reprogramming will be undertaken in an effort to address this issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.